Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227, 184, 288, 275 and 227 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 225 and 208 mg/dl using tue result meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the closet. The customer has eaten less than two hours prior to performing the back to back blood tests.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227, 184, 288, 275 and 227 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 225 and 208 mg/dl using tue result meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the closet. The customer has eaten less than two hours prior to performing the back to back blood tests.